Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that upon power up, the 2008k2 hemodialysis sys olc/dp, (B)(6) displayed a wd: fail long pulse, additionally, there was a burning smell and smoke was visible seen. Upon follow up received, it was reported that the power control board was damaged. The biomedical technician (biomed) changed the power control board of another machine that was running correctly to check the possible failure. It was determined by the in-house biomed that the power control board was not sending enough voltage and it was not letting the machine enter into user mode. The in-house biomed replaced the power control board for a new one, and the machine started functioning correctly. The biomed calibrated the blood leak, checked conductivity which was within specification (13.7). The machine was disinfected and returned to service. There was no patient involvement associated with the reported product complaint.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The 2008k2 hemodialysis (hd) machine was returned to service at the user facility without issue. The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.